Event description:
The customer reported via phone call indicating that she was had high blood glucose but not hospitalized. Customer's blood glucose was 483 mg/dl. The customer was treated for high blood glucose with manual injection. Customer was advised to change entire set, reservoir and insulin and treat. The customer insulin pump passed the high pressure test. Customer was advised the 2 high blood glucose rule. The customer was assisted with resetting fill cannula back to 0.3 units.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.